Event description:
It was reported the patient had their catheter implanted (B)(6) 2020. On (B)(6) the patient came in for bandage. While flushing there was a leak observed at the injection site and a crack/hole was found 1 cm from the wings.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were abundant throughout the sample. A partially circumferential split was observed near the 0cm depth marking. Multiple superficial cracks were observed in the vicinity of the split. The cracks occurred both on the same side as the split and circumferentially opposite. The 0cm depth marking was nearly completely worn. Microscopic inspection of the split and cracks revealed dully granular, sharply defined fracture surfaces. Discoloration was observed at the split sites. The fracture features were consistent with tearing type material failure, suggesting that mechanical stress likely contributed; however, it appeared that material embrittlement also contributed. Chemical and uv exposure may contribute to embrittlement of the catheter material. The location of the damage suggested that catheter securement and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reep1639 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient had their catheter implanted (B)(6) 2020. On (B)(6) the patient came in for bandage. While flushing there was a leak observed at the injection site and a crack/hole was found 1 cm from the wings.